Manufacturer narrative:
A ge service rep performed an onsite investigation. The service rep repaired the 240v network protection, exposure bulb switch, cradle cable attachment and handle. The system was tested and found to be working as intended and put back in service. During a retrospective review this event was determined to be reportable. It was included as part of a retrospective summary report (rsr) request to FDA on april 26, 2011 (B)(4). FDA requested this event to be removed from the rsr request and filed via 3500a.

Event description:
The customer reported that the device was powered up, there was a spark and everything shut down. No pt injury was reported.